Event description:
(B)(4). It was reported that ventricular ectopy, ischemia and stent thrombosis occurred. On (B)(6) 2010, the patient presented with a qualifying condition of current stable angina and silent ischemia. The patient was referred for cardiac catheterization. The target lesion was located in the 2nd obtuse marginal (om) with 90% stenosis and was 15mm long with a reference vessel diameter of 3.00mm. The lesion was treated with predilation and placement of a 3.50x16mm taxus liberte stent, with 0% residual stenosis. During the procedure, the mid left anterior descending artery (lad) was also treated with balloon angioplasty. The following day the patient was discharged on aspirin and prasugrel. On (B)(6) 2012, the patient presented with shortness of breath and a 2.50 x 16mm promus element plus everolimus-eluting platinum chromium coronary stent system was implanted in the left atrioventricular (av) groove circumflex starting at the origin of left circumflex (lcx) extending past the origin of 1st obtuse marginal (om). On (B)(6) 2014, the patient had follow up visit and was referred for cardiac catheterization. On (B)(6) 2014, the patient presented with ventricular ectopy, abnormal stress revealing large inferolateral ischemia and patient was hospitalized on the same day. Subsequently, coronary angiography was performed and revealed 99% stenosis in proximal lcx and totally occluded 100% stent thrombosis of previously deployed promus element plus stent in left atrioventricular groove extending to 1st om. The 99% stenosis in proximal lcx was treated with placement of a 3.0mm x 12mm promus premier stent and balloon angioplasty. In addition, the totally occluded 1st om was attempted to be cannulated. One day post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and effient.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).